Manufacturer narrative:
The report that one of the leaflets of the heartmate 3 tunneling adapter broke off during the implantation of the lvad was confirmed through the evaluation of the returned part. Analysis of the fracture faces under a microscope revealed striations indicative of the leaflet being bent away from the central axis, ultimately leading to failure. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The report of leaflets breaking off from the tunneling adapter is being assessed through the manufacturer¿s corrective and preventive action process. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ the day of implant. The lvad remains in use supporting the patient; however, the tunneling adapter is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that during the implant process, while tunneling the driveline through the subdermal tissue, one little piece of one leaflet of the tunneling adapter broke off. The surgeon located the broken piece of the adapter directly at the exit side of the tunnel and removed it from the patient. The patient did not experience any adverse sequelae and no further issues occurred. No additional information was provided.